Manufacturer narrative:
The compressor pressure head assembly was returned to getinge's national repair center (nrc) for failure analysis. A senior repair technician inspected the pressure head assembly and no visual damage was observed. However, the technician verified the reported failure - pp1 and pp2 on pressure head assembly work order are reversed. The pressure head assembly has been scrapped and is being retained at the nrc.

Event description:
During routine preventive maintenance (pm) on a cs300 intra-aortic balloon pump, a getinge field service engineer (fse) was required to replace the compressor pressure head which was due for routine replacement at 5000 hours. During the repairs, the stm observed that the new compressor pressure head was allegedly incorrectly assembled from the factory, and this prevented the iabp from functioning. This was an out of box failure of the compressor pressure head. No patient was involved during this event and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge fse obtained a replacement compressor pressure head from factory and completed the scheduled pm and confirmed that there was nothing wrong with the actual iabp. All functional and safety checks were completed to factory specifications, and the iabp was returned to the customer for clinical use. (B)(6).

Event description:
During routine preventive maintenance (pm) on a cs300 intra-aortic balloon pump, a getinge field service engineer (fse) was required to replace the compressor pressure head which was due for routine replacement at 5000 hours. During the repairs, the stm observed that the new compressor pressure head was allegedly incorrectly assembled from the factory, and this prevented the iabp from functioning. This was an out of box failure of the compressor pressure head. No patient was involved during this event and no adverse event was reported.